Event description:
Pt admitted for a melody valve replacement. Valvuloplasty was performed with a bard true flow balloon. Post-procedure, the pt developed irregular rhythm, transferred to cardiac care unit for further monitoring. Per md recommendation echo performed which showed a foreign body in the right ventricle (rv). The pt was brought back to the cath lab and with fluoroscopy and tee it was determined that the foreign body was the fiber-based shell of the bard true flow balloon in the rv.